Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion.

Event description:
The customer reported an unconfirmed false negative result with the ID now covid-19 assay. The customer reported that a false negative result was obtained on (B)(6) 2020. The customer indicated that confirmation testing was not available at the time of reporting. No additional patient information, including treatment and outcome, has been provided by the customer. No information was reported regarding death or serious injury based on the ID now covid-19 result. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be reported.

Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and log files, was not provided to abbott diagnostics (B)(4) inc. Therefore, a root cause investigation was not able to be performed. A review of complaints' trend reveal that all of the ID now covid-19 lots within expiry are performing according to label claims. In conclusion, the exact root cause of the reported issue could not be determined.